Event description:
It was reported the pump declared multiple temperature alarms. Customer's blood glucose was 108 mg/dl. In addition, it was reported that the customer received a continuous glucose monitor error 42. Reportedly, the pump was reset to resolve the reported issue. Customer continued to use the pump for insulin therapy.